Event description:
It was reported the pt is no longer receiving stimulation therapy in his pain areas, instead, the pt stated he is feeling the stimulation in his ribs. Reprogramming did not resolve the issue. The pt's physician will be notified and x-rays have been ordered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.